Event description:
It was reported that the patient got a high test result from her accu-chek aviva blood glucose monitor at around 7:00 am (no exact value provided). She ate breakfast and took novolog insulin based on her sliding scale (unknown amount of units). When driving to work, she lost consciousness at around 8:30 or 9:00 am. She woke up and had hypoglycemia symptoms like feeling lethargic, inability to think clearly and memory loss. The patient arrived at work around 20 minutes later. A co-worker noticed that she was acting unusual and the paramedics were called. They arrived an unknown amount of time later and they tested the patient's blood glucose. The test result was in the mid 20s mg/dl to low 30s mg/dl. She was treated with orange juice and was given some food. The patient was taken home by her son and felt better after three hours. The blood glucose had risen at that time, but no exact values are known.